Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent right ventricular (rv) lead undersensing and high rate non-sustained episodes. It was also noted that the right atrial (ra) lead had undersensing and low p-waves. Both leads remain in use. No patient complications have been reported as a result of this event.